Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water regulator is badly clogged causing no water flow causing the handpiece to get warm. Water supply line is stiff and has debris build up. Handpiece cable clogged. Unit needs transistor upgrade and heat sink add on.

Event description:
While the customer was using a g119 scaler, the insert tips were heating up; no injury resulted.